Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure of the leadless implantable pulse generator (ipg) the patient was admitted in the hospital because stich on groin broke. It was noted that the patient was vomiting. The groin was re-stitched. It was also reported that the leadless implantable pulse generator (ipg) was checked and variable and increased, high thresholds were observed. Premature battery depletion was noted. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.